Event description:
It was reported that the hemodialysis machine sent out an alarm notice, and then it was found that there was leak of blood around the tubing, the venous tubing sleeve has already fractured.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.